Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This incident was reported under complaint report # (B)(4) for a (endo gia roticulator* 45-3.5 sulu, 030455, unknown); however, the product received was (egia ultra universal stapler, egiaustnd, unknown + endo gia roticulator* 45-4.8 sulu,030456, unknown). Additional information requested via email. Ftr# (B)(4) was reported for: two eaches, endo gia roticulator* 45-3.5 sulu. 030455 and unknown lot number. This device was received on november 16, 2016. Two eaches, egia ultra universal stapler. Egiaustnd and unknown lot number. This device was received on november 16, 2016. However, additional products were received on november 16, 2016: product name: egia ultra universal stapler, product ID: egiaustnd, product lot number: unknown, etching number: (B)(4), number of units: 1 product name: endo gia roticulator* 45-4.8 sulu product ID: 030456, product lot number: unknown, number of units: 1. Can you confirm why this product was returned? If there is an associated ftr number with it, please provide the ftr number. If this device has not been reported to us, please obtain details regarding the incident, and complete/submit a ftr for the device. Submit ftr form to (B)(4) and reference ftr#(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This product was returned with no reported condition associated with it.